Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on the information provided. Additional information required for investigation was requested, but not provided. A general instrument or reagent issue seems unlikely as a root cause. Based on the available data, the likely root cause is assumed to be pre-analytic sample handling as it was determined that samples were not clotted sufficiently and centrifugation conditions were improper.

Manufacturer narrative:
The customer has provided serial numbers of (B)(4) for the involved product. The specific serial number used could not be further clarified. The customer has confirmed that no further information for patient sample c could be provided.

Event description:
The customer reported that they received erroneously high testosterone results for 3 different patient samples: sample a, sample b, and sample c. Of the three samples, sample a was tested on an e602 module designated as "8". Sample b was tested on an e602 module designated as "10". It was asked, but it is not known which e602 module was used to test sample c. This medwatch will refer to sample a and sample c. Refer to medwatch with patient identifier (B)(6) for information on sample b. Sample a was initially tested on (B)(6) 2014 and a value of 6.20 mmol/l was obtained. The sample was repeated on a different e602 module on (B)(6) 2014, resulting as 2.14 mmol/l. It was also repeated on a different e602 module on (B)(6) 2014, resulting as 2.25 mmol/l. Additional repeat values of 2.1 mmol/l, 2.4 mmol/l and 2.3 mmol/l were provided, but it is not clear if these were rounded values or additional values. Clarification has been requested. The patient for sample a was not adversely affected. Sample c initially resulted as 23 mmol/l. It was asked, but it is not known what date this initial measurement was taken. Clarification has been requested. The sample was repeated and resulted as 0.3 mmol/l. Patient information for sample c was requested but not provided. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The customer reviewed patient results between (B)(6) 2014 to look for any additional female patients who might have had inappropriately high testosterone concentrations reported. No results above 2.7 mmol/l were found in female patients. The customer stated that a consultant clinical scientist expressed concerns over suppressed male oncology patients giving normal results. No additional details regarding this information were provided. The testosterone reagent lot number was 178782. The reagent expiration date was asked for, but not provided.